Manufacturer narrative:
(B)(4): batch # pi1-10ik2mo. The analysis results showed that one gst60g cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4) information anticipated, but unavailable at this time. Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, during the first firing of the sleeve, there where three unformed staples in the middle of the staple line. It was difficult to determine what rows they were from, but they were not formed and in the middle on the stomach to be left in the patient. Case completed with air test and surgiflo for extra precaution. There were no patient consequences reported.